Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal oscillating saw attachment teeth are sheared off of the blade collet. There was no patient harm or delay reported. No additional clinical information was received prior to this report.